Manufacturer narrative:
(B)(4). Batch # unk. The following information was requested, but unavailable: what type of procedure was the device being used in? --- no information. How many staples were fired? --- no information. As the staples were distorted, was this observed when attempting to affix them to the patient? --- no information. The analysis results confirmed that the pxr35 device was returned in good visual condition. After further inspection of the device, the lifter spring was noted misaligned; this was causing the staples to become misaligned. While no conclusion could be reached as to how the cartridge became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A lot or batch was not provided, device history review could not be performed.

Event description:
It was reported that during an open unknown procedure, staples were distorted and jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.